Event description:
It was reported to the manufacturer, by the end user, per the end user, that patients son was at the home in the kitchen when he heard a loud crash and entered the room to find that the lift had broken, causing his mother to fall to the floor. Paramedics were called but she sustained minimal injuries and it was decided she did not need to go to the hospital. Complaint # (B)(4) and ra #84095849 were entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.